Manufacturer narrative:
Follow-up 8/30/2016: the customer reported that the pump was working as expected. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 (mg/dl). A pump bolus was delivered to address bg levels. Reportedly, the customer believes the pump is delivering insulin too quickly during bolus delivery. System check with tandem technical support indicates the pump is performing as intended. A review of the bolus history indicated the boluses were being delivered accurately.